Event description:
It was reported that the equipment did no t turn on. The complaint device was not in use at the time of the event. No patient harm or injury was reported. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not turning on. Review of the system log file cannot confirm the malfunction directly, however, the absence of logging on the event date points to a host pc / power issue, in which case no logging can be created. Upon troubleshooting fse found host pc, ippc, fdc, sib, low voltage power supply of the m office did not turn on and control unit of the mentioned items was damaged. Client was able to open the gpdu and found two blown fuses. The customer has changed the fuses but still system did not turn on. Fse replaced pd.assy.rearpanel boxed and routed the cables to the 2ny in the y office. After replacement of pd.assy.rearpanel boxed system was return to work in a good condition. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.